Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is currently experiencing tendonitis and bursitis. Pt states that it is a burning sensation in the hip area. Pt is reporting that she had an x-ray.